Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers in accordance with normal operation. The battery compartment was cracked in thread area. There was no evidence of moisture contamination inside the battery compartment. The battery cap was not returned and test cap was used and unable to fully tighten due to battery compartment crack. A power loss was not observed. (B)(6).